Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The display is dim and difficult to see. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/09/2014 with the following findings: the display screen had a dim and discolored contrast. Unrelated to the original complaint, the battery compartment was cracked. Also unrelated, the keypad was torn, but all of the buttons responded properly. There was no contamination found under the button contacts when the keypad was removed.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.